Event description:
Pt had a synchromed pump implanted on 06/1997. Pt had symptoms of redness, fever, swelling and drainage. The primary location of infection was the device pocket where a culture was taken. The types of organism cultured were chryeomonas lu teda, diphteroid bacilli, streptococcus agalactiae. The date the culture was taken is unknown. The pt had the device explanted on 5/2000 and was given IV and oral antibiotics. The infection was resolved.